Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
It was noted that on (B)(6)2023, the user suddenly could no longer hear sounds with the device. The user was re-implanted on (B)(6)2023.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was noted that on (B)(6) 2023 the user suddenly could no longer hear sounds with the device. The user was re-implanted on (B)(6) 2023.